Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a single instance of high out of range shock impedances. All other measurements were within normal limits. No adverse patient effects were reported and the patient is not pacemaker dependent. The physician plans to monitor the patient. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.